Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed on the cycler without failures. There were no fluid leaks in the test cassette during the simulated treatment. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 06/25/2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis can not be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s blood culture yielded growth of staphylococcus aureus which is an organism that is normally found on human skin and often implicated in touch contamination during the pd exchange. Therefore, it is possible the patient¿s peritonitis infection was associated with some form of contamination via the skin.

Event description:
A peritoneal dialysis (pd) patient's contact called customer service (cs) to report that the patient was in the hospital with peritonitis. There were no reported allegations that the peritonitis event was caused by any issues with a fresenius device or product. During follow-up, the patient's pd nurse reported that the patient was having symptoms of vomiting and was subsequently admitted to the hospital. While hospitalized, the patient had blood cultures obtained which yielded growth of (B)(6). The nurse stated the patient did not have a pd culture, but the patient was presumed to have peritonitis due to the positive blood cultures. The patient remained hospitalized at the time follow-up was conducted. The nurse stated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was also receiving antibiotic therapy with nafcillin (unknown dose) intravenously. No further details about the hospitalization were known. The nurse stated the patient did not have any fluid leaks, or any issues with a fresenius device or product in relation to the event. The nurse was not able to provide the cause for the peritonitis infection.